Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had an issue of gas loss alarm on an intra-aortic balloon (iab) pump. The alarm occurred once and was initially addressed by pressing the start key. Upon inspection, found no visible issues with the helium tubing or connections. After further troubleshooting, pressing the iab fill button for 2 seconds and restarting therapy successfully resolved the alarm. The patient's consistently elevated heart rate (in the 100s) was identified as a likely trigger for the alarm. No patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- additional initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes, type of investigation), e3, e1 (initial reporter).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: e1 (initial reporter name). Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Causes of gas loss in iab circuit: 1. Leak, blood in catheter/balloon/extender tubing. 2. Loose connections between luers and connectors. 3. Patient condition such as (febrile or tachycardic). A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period 80 msec and deflation period 250 msec. In cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the alarms can be mitigated by performing a manual iab fill. When gas gain/loss alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications, stemming from the patient¿s underlying clinical and /or anatomical condition.

Event description:
Na.